Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted: (B)(6) 2008, 5076-58 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard tones and went to their clinic. It was found that the right ventricular (rv) lead is exhibiting high/undefined svc (superior vena cava) coil impedances and high/undefined rv coil impedances. The left ventricular (lv) lead also exhibited high/undefined pacing impedances and high thresholds. The rv lead was capped and replaced. The lv was capped and not replaced. No patient complications have been reported as a result of this event.